Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens into the patient's right eye (od) and noted a small tear on the icl. The lens was removed during the same surgery and the backup lens was implanted. There was no patient injury. The reporter stated the surgeon indicated the lens was most likely damaged during the loading process but was not noticed until inserted.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).